Event description:
It was reported that the subject device had a noisy image. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30, scope communication error. Based on the results of the investigation, it is likely the reported noise occurred due to damage on the plug unit. In regard to the observed b30 error, it is likely this issue occurred due to a data error with scope identification (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.